Event description:
The customer stated that the axsym rubella igg reagent failed to calibrate with error code 1018: calibration check failure, cal a , results too high, on the axsym analyzer. The customer performed all maintenance and recalibrated with another reagent pack with a new calibrator. The calibration passed. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.